Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer reported error e226 (communication failure) was not confirmed. Based on the results of the investigation, the cause could not be identified as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
Field service engineer reported that during an onsite maintenance at the customer¿s site, it was noted that the visera elite ii video system center displayed an e226 (scope communication) error when the device was switched on. There was no patient involvement.